Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e318 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #17: return pressure and clot observed. No trends were detected for these complaint categories. A photo analysis was conducted for this complaint. The photos were reviewed; however, the review was unable to determine if there was an issue with either the kit or instrument that could have caused or contributed to the complaint. No manufacturing related defects were confirmed during the review. Based on the analysis, no remedial actions will be conducted. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported that during a treatment procedure, after the centrifuge bowl was emptied and rinsed, multiple alarm #17: return pressure alarms occurred. The customer stated that upon inspection of the return bag, the contents of the return bag were found to be of a "gel-like" consistency. The customer reported that they did photoactivate the treatment bag as normal; but after the photoactivation was completed, they aborted the treatment. The customer stated that they only returned the contents of the treatment bag to the patient, via a manual return. The customer reported that they did not return the contents of the return bag to the patient, which was approximately 250ml. The customer stated that the patient was in stable condition. The customer reported that this was the patient's 100th extracorporeal photopheresis (ecp) treatment, and that this was the patient's second treatment of the week. The customer stated that this had never happened before. The customer reported that the patient did receive an intravenous immunoglobulin infusion prior to starting the ecp treatment that day. On (B)(6) 2016, the customer stated that they had experienced multiple alarm #17: return pressure alarms after buffy coat collection and they began to troubleshoot the alarm. The customer reported that in troubleshooting the alarm, they switched the patient's central catheter lumens to which the return line was connected to, but the alarm continued. The customer stated that they then inspected the kit further and found the "gel-like" contents of the return bag, and they also discovered that this "gel-like" content extended into the return line as well. The customer reported that at this time they disconnected the patient from the instrument and aborted the treatment. The customer stated that during the troubleshooting both of the patient's lumens became occluded. The customer reported that they then administered tpa to both lumens of the patient's central catheter so that the contents of the treatment bag could be re-infused to the patient, via a manual return. The customer stated that the contents of the return bag were not returned to the patient. Photos were submitted for investigation.